Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported oversensing on the rv channel. It was discovered that the patient had an lvad placed. Threshold increased and sensing decreasing around (B)(6) 2023. Further investigation on lvad implant date and lead evaluation were recommended. Lead currently remains implanted.